Manufacturer narrative:
(B)(4). Clotting is a known phenomenon to maquet cardiopulmonary and has been thoroughly investigated in a previous complaint. Investigation of this complaint, determined that the coating concentration met process specification. Based on the results obtained during the investigation and the info available at this time, non-device related factors may have contributed to the reported event. The data is being handled through a designated maquet cardiopulmonary trending and investigation process. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
Please refer (B)(4).